Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent resection of granulation tissue and eroded stitch along with the adjacent mesh on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with abdominal sacrocolpopexy, rectocele repair with collagen matrix graft and cystoscopy due to pop. It was reported that the patient underwent vaginal resection of the eroded mesh, vaginal cuff revision, and cystoscopy on (B)(6) 2010 due to mesh erosion at the vaginal vault.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence, bleeding, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.